Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted the ins taken out. She said she got ins for sciatica, but her pain is better (said the ins is no longer needed for it) and her chiropractor thinks the location of the ins is messing with her other back issues beginning in 2020. She mentioned one of the areas of her back issues that is being affected is right under where the ins is. She also mentioned she has problems with her discs, but they have not been able to do mris of it because of having ins in. She said because of these reasons, they suggested the patient have ins taken out.